Manufacturer narrative:
The complaint device is not being returned, which precludes conducting a physical evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints on any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported to us the patient underwent a successful shoulder procedure with the use of 2 lupine br anchors for fixation on (B)(6) 2012. Subsequently, on (B)(6) 2013, the patient was being examined for ¿instability¿ issues unrelated to the original surgery; x-rays taken revealed that one of the 2 lupine anchors had what appeared to be the distal tip of the inserter attached within it. On (B)(6), 2013, the patient underwent a re-vision to address the instability issue. During this second surgery the surgeon noted that the original repair was intact and had healed properly. The surgeon attributes the instability issues to a small labral tear that was inferior in relation to the original repair, whose root cause lies outside of the original repair and which is unrelated to and not a result of any deficiency or defect of the mitek product. The fragment was not retrieved from its location within the anchor, the surgeon believes that the fragment is sub cortical and poses no threat to cartilage damage of the humeral head. Nothing is being returned. The surgeon does not attribute the instability issue to the tip fragment, does not think that they are related. The surgeon left the anchor and fragment in place; did not think that the fragment was interfering with anything. Does not know which of the 2 device/lots is the device with the broken fragment. Nothing being returned. Also see associated MDR 1221934-2013-00195.